Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 1000 mcg/ml of gablofen at 161 mcg/day via an implantable pump. It was reported on 2020-apr-13 the expected reservoir volume was 4.3 ml and the actual reservoir volume was 0 mls. Another doctor evaluated the situation by filling and aspirating saline with a syringe twice on the day of the report and thought the needle was in the reservoir fill port. On (B)(6) 2019 the expected reservoir volume was 4.2 ml and the actual reservoir volume was 5 mls. On (B)(6) 2020 the expected reservoir volume was 4.6 ml and the actual reservoir was 5.5 mls. It was reviewed these two discrepancies were both within normal limits. No symptoms were reported. Troubleshooting considerations were reviewed.